Manufacturer narrative:
The instrument will not be returned to isi by the customer. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the plastic of the instrument fell inside the patient. The pieces were retrieved without any harm and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the surgeon had collided two instruments and the plastic of the cautery hook had fallen into the patient. The customer believes both of the plastic pieces were retrieved without any harm. The procedure was completed with no reported injury. Follow-up: on 12/11/2019,the da vinci coordinator was contacted to obtain additional information. The da vinci coordinator stated that no additional procedure was performed to remove the broken fragment from the patient's body. It was noted that the instrument collided with another robotic instrument. The surgeon believed that physical force on the instrument may have caused it to break. The instrument was inspected prior to use and no signs of damage were present. A post-operative x-ray was performed to confirm that there were no remaining fragments.